Event description:
A malfunction occurred when the metal pin with a black pushrod detached from the pump. The customer's blood glucose level at the time of the event was not reported. The customer attempted to reattach the pin, but it detached again, leading to the pump being classified under warranty for replacement by technical support. They provided storage instructions and advised the customer to return the defective pump using a pre-paid label. The customer was informed about the need for replacement, but they declined to share information about their backup therapy plan. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.